Event description:
Intera oncology was notified by a physician that the catheter was nicked by a grasper while advancing it through the abdominal wall. The tip of the catheter was replaced by a tapered catheter. The physician resolved the issue within 30 minutes. During communication with the clinic, the physician mentioned that they "do not know that the catheter was nicked by a grasper, there was a small hole in the tubing that was discovered after the catheter was placed into the artery while flushing. I do not know how it got there or if it was there from the beginning. That is one hypothesis.". There was no harm to the patient other than an extra 30 minutes of anesthesia time.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. While the physician mentioned they do not know that the catheter was nicked by a grasper. It is likely that this failure was due to surgical error and the catheter nicked the by a grasper when advancing it through the abdominal wall.